Manufacturer narrative:
Arjohuntleigh received a customer complaint indicating that during the resident transfer, using maxi sky 2 ceiling lift and the sling, the resident slipped out of sling and fell on the floor. According to the customer facility the incident occurred because the resident was overstretching himself during transfer. As an outcome the fracture of right leg was reported. The resident was hospitalized. When reviewing similar reportable events registered for maxi sky 2, in the last 5 years (jun 2012 up to may 2017), we have found very low number of complaints related to similar incident (resident slip out / fall out of the sling). No trend is observed. The maxi sky 2 ceiling lift involved in the event is designed to assist caregivers in lifting patients with reduced mobility. Patient lifting and/or transferring must be performed by a trained caregiver in accordance with the instructions outlined in the instruction for use (IFU). During investigation, it was clarified that the transfer of the resident from bathroom to bedroom was performed in lying position of the spreader bar. Is should be noted that the spreader bar is attached to the lift. To ensure maximum patient comfort and safety, the spreader bar should be adjusted by button on the hand control to the desired position (lying or sitting). During mentioned transfer the resident's body was overstretched. In result, the user slowly slipped backwards out from the sling to the floor. This was related to preexisting condition of the involved user, who was suffering from spastic. It is a state in which someone is simultaneously spastic and cosmic. This would involve jerky movements with an underlying fluid motion. In light of this information it seems that combination of two factors might have contributed to the reported resident's fall: a lying position of the spreader bar at the time the resident behaved in uncontrolled manner, pre-existing condition of the resident, who was suffering from spastic paralysis. Please note, that if the transfer is performed according to the instruction for use (IFU) with the continuously attending to the resident, this is not likely to hurt any patient. The IFU informs the user step by step how the lifting procedure shall be performed. According to warning included in instruction for use (IFU 001-15698-en rev.2) "before an attempt is made to move a patient, a clinical assessment of the patient's suitability for transfer must be carried out by a qualified health professional considering that, among other things, the transfer may induce substantial pressure on the patient's body." When the IFU would have been followed and the transfer of the resident would be performed with more precaution, the event would have been avoided. It will be recommended to re-train the customer facility staff responsible for conducting the medical assessment of the residents prior the lifting procedure. In summary, the device was being used at the time of the event and played a role in the reported incident. There was no device deficiency found and from that perspective the system was up to specifications at the time of the incident occurrence. Arjohuntleigh find this complaint to be reportable to the competent authorities due to reported adverse event (serious injury).

Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusions of the investigation.

Event description:
Arjohuntleigh received a customer complaint indicating that during the resident transfer, using maxi sky 2 ceiling lift and the sling, the resident slipped out of sling and fell on the floor. According to the customer facility the incident occurred because the resident's body was overstretched during transfer. As an outcome the fracture of right leg was reported. The resident was hospitalized.